Event description:
Philips received a complaint on philips heartstart mrx defibrillator indicating that the operational check could not be passed. At the time the issue was discovered, the device was not being used in a clinical setting and no patients or users were harmed. A philips field service engineer (fse) confirmed that the fault was in the defibrillator capacitor assembly. The fse replaced the capacitor assembly and the device's functionality was restored. The device remains at the customer's site. No further action is warranted at this time.